Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with the tape not sticking within one day of use on (B)(6) 2026. No further information is available.